Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with urethral dilation and anterior repair due to pop, urethral stenosis, and sui. Following insertion, the patient experienced urinary/bowel problems, recurrence, infection, and dyspareunia. On (B)(6) 2009, the patient underwent posterior vaginal wall repair due to vaginal wall prolapse. (B)(4) ¿ urinary/bowel problems; undefined recurrence; prolapse.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.